Event description:
The customer reported the system displayed an "x-ray switch stuck error" and would not start up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.